Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and initially suspected an issue with the data acquisition board but later determined it to be a faulty gas delivery system (gds) assembly. The fse replaced the gds assembly. The gds was returned to the manufacturer for failure analysis. Testing of the gds concluded that this failure was caused by a defective microstructure pressure sensor u6 component. Replacement of u6 on the da board corrected the failure with this gds unit

Event description:
It was reported that the ventilator had an error code 110a (proximal pressure sensor auto zero failed). There was no patient involvement.